Manufacturer narrative:
**Update** 01/17/2011 - operative report from the revision surgery reports revision due to metallosis and acetabular malposition. It is further stated in the op report that corrosion was discovered around the asr head and ino the trunnion on the s-rom stem. The s-rom sleeve was well fixed and did not show any evidence of corrosion; it was left implanted. Lot numbers were identified by invoice search. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address hip pain. Operative report from the revision surgery reports revision due to metallosis and acetabular malposition. It is further stated in the op report that corrosion was discovered around the asr head and ino the trunnion on the s-rom stem. The s-rom sleeve was well fixed and did not show any evidence of corrosion; it was left implanted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.